Manufacturer narrative:
The patient kept the device; therefore, there was no inspection that could be performed on this device. It was reported that the patient fell prior to the discovery that the rod had broken. It is unknown if this was the cause of the spinal rod to break but it is likely that this contributed to this occurrence. Device was not returned.

Event description:
Patient fell post-op causing fracture to the cobalt chrome rod. Patient was revised with larger size pedicle screws and broken rod was replaced.